Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the atrial channel during a sinus tachycardia episode. The device inappropriately marked it as a ventricular episode. Ts confirmed the oversensing did not impact the outcome of the episode. No adverse patient effects were reported. At this time, this device system remains in service.